Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: >7.5, retest inratio: 7.1, lab: 4.6. Patient's target therapeutic range is 3.0-4.0. Results less than 1 hour apart.

Manufacturer narrative:
Investigation pending.